Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address patellar pain approximately fourteen (14) months post-operatively. During the revision, the surgeon also exchanged the articular surface for a larger size to achieve better stability. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface fixed bearing ultracongruent (uc) right 12 mm height: catalog#42521200512, lot#65133241; tibia trabecular metal two-peg porous fixed bearing right size e: catalog#42530007102, lot#65596950; femur trabecular metal cruciate retaining (cr) standard porous: catalog#42502806402, lot#64946957. H10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-00992. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.